Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No missing material was observed. Electrical continuity was tested and passed. Root cause is typically attributed to mishandling/misuse. Failure analysis found the secondary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley, but on the opposite grip of the thermal damage stated above. No material missing and no thermal damage near the damaged insulation was observed. Electrical continuity was tested and passed. Root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the fenestrated bipolar forceps (part# 471205-17 / sn: (B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 4 uses remaining. Based on this review, the instrument was not used in subsequent procedures after the alleged issue reported in this event. There was no image or video clip submitted for review. This complaint is being reported as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510k and adverse event are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a chipped plastic and hole in the wire coating. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside of a surgical procedure and not while in use on patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No missing material was observed. Electrical continuity was tested and passed. Root cause is typically attributed to mishandling/misuse. Failure analysis found the secondary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley, but on the opposite grip of the thermal damage stated above. No material missing and no thermal damage near the damaged insulation was observed. Electrical continuity was tested and passed. Root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the fenestrated bipolar forceps (part# 471205-17 / sn: (B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 4 uses remaining. Based on this review, the instrument was not used in subsequent procedures after the alleged issue reported in this event. There was no image or video clip submitted for review. This complaint is being reported as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a chipped plastic and hole in the wire coating. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside of a surgical procedure and not while in use on patient.